Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The event history log revealed error code 1720. Functional testing was able to duplicate the reported problem. It was determined that the intermittent connection with the backup capacitor was the root cause. The back up capacitor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 1720 fault, requires internal battery replacement and is missing the battery cover. There was no patient involvement.